Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was undergoing radiation and the implantable pulse generator (ipg) had a partial electrical reset, which caused the ipg to display invalid data. The ipg remains in use. No patient complications have been reported as a result of this event.